Event description:
It is reported this event occurred in the patient's room. The insertion site is unknown. When inserting the swg into the ars, the swg would not advance. As a result, a new kit was opened and the procedure was completed successfully. There was no reported delay in treatment, no patient injuries, complications, or death. The information for this complaint was reviewed and considered non-reportable. However, the sample was received and the event was the result of a product malfunction. Therefore, this event is reportable.

Manufacturer narrative:
(B)(4).